Manufacturer narrative:
(B)(4). The customer reported the unit failed the ops check for the therapy knob test has a red x with a chirp and it wont turn on. There was no reported pt involvement. Philips bench evaluated the device and could not duplicate or confirm the complaint. The error log showed no errors which further confirmed no trouble found. The device passed all performance assurance testing and was returned to the customer. As of (B)(6) 2011 there have been no further reports of this issue with this device.

Event description:
The customer reported the unit failed the ops check for the therapy knob test has a red x with a chirp and it wont turn on. There was no reported pt involvement.